Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-jan-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was stuck on the initializing screen. A technical support specialist (tss) spoke with the customer and requested a reboot of the es refrigerator, which required on-site assistance. The tss then contacted the pharmacy, and a pharmacy technician performed a reboot of both the refrigerator and the station. After the reboot, the tss confirmed that the medication application launched successfully and performed an additional reboot, with no issues observed. The system functioned after the technical support specialist troubleshoot the device.

Event description:
It was reported that when using the bd pyxis¿ es refrigerator, device was stuck on the initializing screen. It had weekly automatic updates. This issue also occurred during our software upgrade to v1.11 at the same device. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.